Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's family reported that the user has not had hearing with the device on the right side since (B)(6) 2024. Re-implantation is being considered.

Event description:
The user's family reported that the user has not had hearing with the device on the right side since (B)(6) 2024.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the housing's header assembly, which could be confirmed by residual gas analysis. The investigation findings appear to match the content of the patient report. This is a final report.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's family reported that the user has not had hearing with the device on the right side since (B)(6) 2024.